Event description:
It was reported that the patient has a postoperative infection. The customer wants to check the sterility of the device.

Manufacturer narrative:
The associated journey uni tibial basplate, journey uni tibial insert and journey uni cocr femoral component were not returned for evaluation. However, device details were provided. Thus, our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Products were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. Our clinical evaluation could not be performed at this time as no clinical supporting documentation was provided. Should any relevant clinical information be provided this complaint will be re-evaluated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.